Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - screws: 3.5 mm cortex /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a hardware removal and revision correction due to non-union and broken screws. One of five(5) screws 4.0xmm was broken with shaft retained(1) and three of four(4) screws 2.7xmm va locking were broken with shaft retained(3). The procedure was completed successfully without surgical delay. The patient outcome was unknown. Concomitant device reported: ex tibia nail 8x300 mm (part# 04.034.240s; lot# h169638; quantity: 1); unk - screws: 4.0 mm nail locking screw (part# unk; lot # unknown; quantity: 4); plate va medial distal tibia (part# 02.118.003; lot# 894268; quantity: 1); unk - screws: 3.5 mm cortex (part# unknown; lot# unknown; quantity: 4); unk - screws: 2.7 mm va locking (part# unknown; lot# unknown; quantity: 1). This complaint involves four(4) devices. This report is for one (1) unk - screws: 3.5 mm cortex. This is report 8 of 12 for (B)(4).